Manufacturer narrative:
Additional information: in follow-up, it was reported that when trying to deploy the intraocular lens into the patient's eye, the plunger came out further than the lens and would not deploy. The surgeon realized what happened and used a replacement lens instead. Reportedly, no incision enlargement was performed to remove the lens or delay in surgery. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: unknown. Pt gender/sex: unknown. If implanted, give date: na (not applicable) as lens was partially delivered into the eye and not fully implanted. Explant date: if explanted, give date: na (not applicable) as lens was partially delivered into the eye and not fully implanted. Initial reporter: telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when trying to deploy the intraocular lens (iol) into the patient's eye, the lens would not deploy. It was indicated that the lens had patient contact as it was biologically contaminated. There was no patient injury.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the all cartridge units were manufactured according to specification. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.